Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the board connector cables and encoder flex were out of specification and that the battery drawer and upper case were broken.

Event description:
The external pulse generator had been used as a loaner, was returned and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.